Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of a tear in the cac adapter cable. The confirmed malfunction is related to the reported event; however, the cac cable was able to provide power. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the cac shows a crack in cable. Power no longer works. The device was removed from service. There was no impact to the patient.